Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had crack at about 14 mm from the distal end but it was not broken off. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction that may have contributed to death or serious injury. Therefore, we are retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of hepatic cyst, the subject device was used. In the procedure, the probe damage error occurred and the probe broke off. There is no information on where the fragment fell. The user exchanged the subject device for another device. There was no patient injury reported. This is the report regarding the breakage of the probe.